Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed sensor and calibration errors. The blood glucose reading was in the 400 mg/dl range, compared with the sensor glucose reading of 75 mg/dl. The most recent blood glucose reading was 279 mg/dl, which was treated with a bolus. Upon troubleshooting, the customer was advised that the sensor may not have been working or may have been dislodged, bent, retracted or damaged. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed a bicarbonate buffer test per dop114-830. The sensor passed per specifications with accurate readings. A bent cannula was found, but its cause could not be confirmed as the device had been received in said condition due to customer having returned it opened/used.